Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer biomed who stated that there are no audible tones coming from the device during the boot sequence. The biomed was requesting a replacement speaker. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device was experiencing a speaker malfunction, there are no audible tones coming from the device during the boot sequence. The device was in use on a patient at the time of the event. There was no adverse event reported.